Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer was disoriented and shaking because of the low bg and received third party assistance from their contact, who assisted with feeding the customer carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.